Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor failed incoming testing) was confirmed. Upon evaluation the monitor failed incoming functional testing. The cause for the test failure was isolated to an open r82 resistor on the defibrillator board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.